Event description:
The facility reports the pt was being lifted from bed to the chair when the hanger bar fell off. The pt landed on the floor, suffering bruises.

Event description:
The facility reports the pt was being lifted from the bed to the chair when the hanger bar fell off. The pt landed on the floor, suffereing bruises.